Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus where the needle disengaged from the luer lock during injection. Patient had been injected with 0.8ml in the nasal columella using the packaged needle. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device observed 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus where the needle disengaged from the luer lock during injection. Patient had been injected with 0.8ml in the nasal columella using the packaged needle. There were no reported injuries.